Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 had excessive smoke and would not seal. The smoke became a hindrance about halfway through the procedure, and the device was cutting, but only sealing partially. The reported unit was used to complete the procedure. There were no pt effects.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is complete. Items marked "ni" are unk to us at this time. (B)(4).